Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The patient reported not having enough milk production before they stopped breastfeeding with no mention of any type of treatment. This record represents the patient's right side device.